Event description:
It was reported that programmer incurred an error. An attempt to run the service disk will be initiated to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.